Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that they had a cardioversion on tuesday (B)(6) 2025 and when they got home they tried to turn the therapy back on, but they could not get to the window to turn it back on. The caller reports seeing a message that said data lost, internal device has lost all data, contact clinician. The patient was redirected to their healthcare provider to further address the issue. The doctor redirected them to a manufacturer representative (rep) on (B)(6) 2025 so patient services (ps) reviewed that it is the doctor that needs to page the rep to invite them to be present for an appointment. Caller will work with the doctor and patient services (ps) emailed their rep who said they would follow up with the patient.